Event description:
The manufacturer received information from a customer that the trilogy ev300 ventilator failed active exhalation verification testing. There was no serious patient harm or injury that occurred or was reported. The customer indicated that they would complete the repair of the device. No further details have been provided at this time. Although there was no patient harm or injury, this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.